Event description:
Per the clinic, the patient experienced too loud sound, no auditory response and discomfort. Reprogramming attempts were made; however, the issue could not be resolved. It was also reported that the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. Subsequently, on (B)(6) 2026; the patient was place under general anesthesia and the device was explanted. The patient was reimplanted with a new device during the same surgery.